Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer's blood glucose ranged from 102-120 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.